Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the pulling sensation occurred when she was twisting at the waist. The patient stopped twisting and tried to sit straight and not turn side to side and the pulling and pain improved. The sensation had improved for the most part; the patient still got zings, tingling, and the pulling sensation once in a while when she made a quick twisting motion.

Manufacturer narrative:
Other applicable components are: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that she was having ¿issues.¿ the patient reported that she was having pain in her spine and a ¿pulling¿ sensation where the lead was in her back. The patient reported that she had ¿zinging sensations¿ down either of her arms. The patient reported that this was occasional and happened when she bent her neck to one side or the other. The patient reported that she was implanted for arm pain. The patient reported that she has had the ins off for ¿a while,¿ so she was surprised to feel any zinging sensations. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.